Event description:
It was reported that the patient knew the difference between the single and dual tone alarms because he had a pump go empty once.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).